Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) over a month ago. The patient did receive a total of 34 shocks at 41 joules while implant and there was inquiry if this could have caused eol. The last shock the patient received was just a few days ago. It was later reported that this device was at explant a month ago and not eol. No episodes occurred on the day that explant was triggered. Normal outputs had been programmed. A review of the battery status noted the device was using 3567% of nominal power consumption. Technical services discussed device function, suggested explant, and a memory save to disk. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and returned. Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.